Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that the injector nozzle split during injection trapping the trailing haptic. The healthcare professional was able to free the trapped haptic from the nozzle using another surgical instrument and successfully implanted the rayone aspheric rao600c iol. The healthcare facility has confirmed that there was no injury to the patient due to the event. The product has been retained and is being returned to rayner for inspection. Product evaluation is anticipated but not yet begun. Our review of production records for the rayone aspheric rao600c batch 022185667 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 022185667.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector nozzle split during implantation trapping the trailing haptic.